Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. It is also stated that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report the patient returned to the hospital for a wound revision. The report stated the pressure level was set to 1.5 after surgery and when checked the pressure level was found to be at 2.5. It was reported after multiple times to re-adjust the device, it was found to be stuck at pressure level 2.5. It was later reported that the patient was able to have their valve successfully adjusted. Reportedly, there was no injury to the patient and the patient is under follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.